Event description:
This was a lead extraction case to extract a non-functional rv pacing lead (mdt 5524, impl 120 months) and had been capped in 2010 because a new rv lead had been placed at that time and to also implant a new biv ICD lead. The first lead (guidant 4088, impl 48 months) is prepped with an lld-ez and is removed without difficulty with a 14f glidelight laser catheter. The second lead, the capped rv 5524 lead is prepped with an lld #2 and a 16f glidelight is used to lase. Lead to lead binding is noted between the rv and ra leads, so the ra lead (mdt 5524, impl 120 months) is then prepped with an lld-ez and the 16f glidelight is used to lase. Calcification and lead corruption is noted on the ra lead, so the 16f is returned to the rv lead and lasing is resumed. Reduction in the output of the laser catheter was noted, so a new 16f glidelight was opened and used on the rv lead, however, further breakdown of the lead integrity was noted. A cook byrd workstation was placed in the right femoral vein to attempt snaring of the lead from below and to provide a rail for the superior laser approach. An outer teflon sheath was placed on the 16f laser sheath and used for mechanical disruption of the lead to lead binding on the ra and rv leads. Laser and outer sheath manipulation was attempted with traction from below to create a usable rail. At this point, the rv lead is stretched and showed insulation disruption. The rv lead snapped with remaining internal components holding the lead together. Hypotension is noted and tee confirms a pericardial effusion. A sternotomy is performed and an injury in the lateral wall of the svc is discovered and repaired. The remaining lead fragments and ra lead were extracted manually during the sternotomy. The patient survived the intervention and three new leads were implanted during the case.